Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side "a lot of hair shedding" and exchange of textured devices due to patient's concern with product. Later, the patient reported, "consistently have a metallic taste in my mouth" and "low libido." Patient later reported implant rupture, nausea and headaches. Patient stated they experienced internal bleeding and low blood count. Physician confirmed rupture and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), g2, h6 photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported right side rupture and textured to smooth exchange of the device. Patient reported hair shedding, metallic taste in my mouth, low libido, nausea, headaches and internal bleeding and low blood count from explant surgery. Which has been deemed not device related. Healthcare professional confirmed rupture. The device has been explanted.

Event description:
Patient representative reported right side textured exchange due to the patient's concerns with the device and a capsular contracture grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6a g2 h6 h11. Additional reasons for reoperation: textured exchange due to the patient's concerns with the device and a capsular contracture grade unknown. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown.